Event description:
A patient reported blood glucose results of 166, 158, 182 and 198 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated diference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported a meter to lab comparison in which the results were meter 214 vs lab 114 done 20-25 minutes later. No treatement.